Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load sequence the customer received a notification stating "cartridge detection the pump cannot detect that the cartridge has been removed". Customer was successfully able to load the cartridge onto the pump. There was no impact to customer's blood glucose level.